Manufacturer narrative:
The insulin pump functioned properly during rewind and basic occlusion, occlusion, prime, the excessive no delivery and displacement test. No excessive no delivery alarm was noted during testing. The pump was received with minor scratched display window, cracked case at display window corners and cracked reservoir tube lip.(B)(4)

Event description:
The customer reported via phone call of high blood glucose readings from the insulin pump. The customer's blood glucose reading was almost 300 mg/dl. The customer stated that her blood glucose readings kept going up and she ran through some insulin and it does not seem to be pumping out as much as it should be. The customer was advised to disconnect from the pump, and to check if drive support cap is protruded, loose, sticking out or flushed. The customer reported the drive support cap to be normal. The customer was advised that air leaks in the tubing or air bubbles can limit the amount of insulin received during a bolus. The customer declined to check for air bubbles. The customer was advised that related issues such as bent cannulas tend to be contributing factors to unexplained high blood glucose readings. The customer will be sent a replacement pump.